Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farapulse system was selected for use during a farapulse procedure. After the procedure, the patient contacted the manufacturer to report numbness in both feet and to ask whether this was a normal outcome. The patient stated that the procedure occurred in (B)(6) 2025. Although patient was still groggy from anesthesia and does not recall many details, patient noticed that her feet felt very cold immediately afterward. By the next morning, she experienced numbness extending from the balls of her feet to her toes on both sides. The patient reported that vascular access was obtained through both the left and right groin. She initially expected the numbness to resolve on its own, but when it persisted, she contacted her farapulse provider. Vein mapping was ordered to rule out blood clots, and no clots were identified. According to the patient, her provider stated that the symptoms were unrelated to the farapulse procedure and offered a referral to a vein clinic. The patient disagreed, noting that she had no numbness prior to the procedure and stating, you would not just wake up the next day with numb feet. The patient reported that the numbness has continued and now affects her balance, particularly while showering. Patient primary care provider suggested the possibility of irritated or damaged nerves, which may or may not resolve over time. The patient described the sensation as the feeling just before pins and needles, but without the pins and needles themselves. As of the time of reporting, the patient had not been evaluated by a neurologist nor referred to neurology.